Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Four devices were received for evaluation; 4 events were confirmed during testing. Four devices were found to be affected by cleaning. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was found to have illegible run/safe etchings. Illegible run/safe etchings could potentially cause disorientation for the user, which may lead to unintentional running of the device. There was no patient involvement; no patient impact.